Manufacturer narrative:
Follow up report for additional information not known at the time of original report, such as, investigation type, findings, and conclusion.

Event description:
Follow up report for (B)(6); MFR report #: 3005994106-2020-00091.

Event description:
Balloon rupture.